Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h4,h6,h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and one of the reported failures was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertightness failure, rusted connectors, pixel defects due to image capture failure. A definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: -precautions for cases where endoscopic images disappear unexpectedly or freeze cannot be released the following precautions should be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Using the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. -when straightening the camera cable, a portion of the camera cable may become a loop of approximately 10 cm or less. When a loop of approximately 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration of cables was reproduced when the equipment was inspected by the repair department, and it was confirmed that the cable was damaged. The cause of the damage could not be identified based on the information obtained from this complaint and the investigation results. Occasional image distortion was not reproduced when the equipment was inspected by the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Cable watertightness failure cause could not be identified based on the information available from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's cable had deterioration. There was also image distortion. The issue occurred prior to an unspecified procedure. The procedure was able to be completed. There were no reports of patient harm.

Event description:
It was reported that the camera head's cable had deterioration. There was also image distortion. The issue occurred prior to an unspecified procedure. The procedure was able to be completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.